Manufacturer narrative:
User facility personnel observed smoke emitting from the v-pro max unit. The user facility personnel left the room where the unit was located. The smoke was extinguished. A steris service technician arrived at the user facility, inspected the unit, and identified that insulation surrounding wires within the unit melted which caused the reported smoke. The unit was removed from service. The unit was installed in 2012 and is serviced and maintained by the user facility. A follow-up will be filed when additional information is available. -

Event description:
The user facility reported via (B)(4), smoke emitting from their v-pro max sterilizer.

Manufacturer narrative:
Steris service personnel made several attempts to have the unit returned for further evaluation; however, the facility did not allow for return of the unit pending their own internal investigation. The user facility has declined to disclose the results of their investigation to steris. Based on our on-site analysis of the unit and photographic evidence, it appears that a fitting located at the bottom of the sterilant reservoir began leaking sterilant onto components located within the sterilizer, resulting in the reported smoke. Steris research and development personnel reviewed photographs of the fitting and identified a valve connected to the fitting in question had been replaced by user facility personnel some time prior to the reported event. Further investigation of the unit could not be completed as the facility would not allow for the unit to be returned to steris. The v-pro max unit subject of this request for information was manufactured in december of 2011 and was installed at the user facility's location on january 9, 2012. The unit is not under a steris service contract. The facility is responsible for ensuring the proper maintenance of the unit. Following the event, the facility ordered a replacement v-pro max sterilizer unit. Installation of the unit was completed on march 31, 2017. No issues have been reported.